Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for evaluation related to a separate issue. During testing the repair center technician found scratches on acoustic lens which reaches to the glue-layer. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the scratches on acoustic lens which reached to the glue-layer, was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.